Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting tandem technical support found customer was not practicing proper air removal and reminded the customer to do so. Customer¿s blood glucose was 200 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.